Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 383069 lead, implanted: (B)(6) 2008; 1058t sjm lead, implanted: (B)(6) 2008. (B)(4).